Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60d reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward ejecting the most proximal staples and locking the cartridge. The returned reload was reset and loaded into a test ple60a device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown surgery the device could not fire at the second stroke of the second firing with ec60a. The deployed staples were unformed. There was one ecr60d used before this event and one ecr60d used after this event. Changed to a new ecr60d to complete the procedure. No adverse event on the patient.